Manufacturer narrative:
It was reported that the central nurse's station (cns) was not alarming for ventricular tachycardia. Nihon kohden sent the user a document specifying what information the nk clinical applications specialist needs in order to investigate the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
It was reported that the central nurse's station (cns) was not alarming for ventricular tachycardia.

Manufacturer narrative:
It was reported that the central nurse's station (cns) was not alarming for ventricular tachycardia. Nihon kohden sent the user a document specifying what information the nk clinical applications specialist needs in order to investigate the issue. No patient harm reported. Nihon kohden technical support contacted the customer when the customer informed him that he is sure someone got a hold of the password and changed some settings around because the cns's all had different settings. The customer changed the password and v-tach settings and have not experienced any issues.

Event description:
It was reported that the central nurse's station (cns) was not alarming for ventricular tachycardia.

Manufacturer narrative:
H10: additional narrative: on(B)(6)2018 , there was a reported issue at ssm depaul health center regarding v-tac alarms not going off on the cns-6201a (pu-621ra sn:1005). Service requested troubleshooting/assistance service performed customer was provided technical bulletin on what to print out for event investigation. Customer stated they are sure that the default password got out and people were changing settings. This was because not all the cns's had the same settings. They have since changed the password and made all v-tach settings to 3 beats instead of 6. No incidents have occurred since then. No printouts or logs were taken. Investigation result the cns was placed into service on (B)(6)2015 , which is almost 3 years prior to the reported issue. A review of device history found no previously reported issues for the unit. There was a reported issue with arrhythmia (v-tach) alarms not going off on the cns. Customer believed the issue was caused by incorrect settings as different cns's were found to have different arrhythmia settings. Arrhythmia settings could be easily changed as password information was suspected to be known among the staff. This was corrected and there were no further issues. Although the device did not alarm for the suspected event, the cns was continuously monitoring heart rhythm and displaying information for the clinician/staff to observe. The root cause is determined to be user error. Based on the given information, this issue is not suspected to be caused by deficient device or design. Corrected information: g4. Date received by manufacturer: should be(B)(6)2018 not (B)(6)2018 as listed on MDR initial report additional information: b4. Date of this report f6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? Correction additional information h6. Event problem and evaluation codes h10. Additional manufacturer narrative the following fields are not applicable (n/a) to this report: a2 - a6 b2 b6 b7 d4 lot # & expiration date d6 - d7 d9 d11& c2 f10 g6 g8 h7 h9.